Manufacturer narrative:
Initial and final MDR 1892438. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. On (B)(6) 2024, it was reported by the patient that three boxes of infusions set came of within one day of use. No further information was available.